Event description:
It was reported that during use in an acl revision, the tip of the instrument became lodged in the screw and broke off. The broken piece was retrieved. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the ez-out shaft was received for evaluation without the broken tip. A visual inspection found the tip broken 0.5 inches from the end. Further investigation found the remaining flutes severly damaged. A review of product history from 1999 to current date found no other reported failures for this product.